Event description:
It was reported during heliostar balloon af ablation procedure a cardiac tamponade occurred most likely due to catheter/sheath manipulation whilst in the left atrium; blood pressure dropped with slight bradycardia however no tachy arrhythmias seen. Pericardiocentesis performed but unable to stabilize the patient; surgeons were called in and the patient was transferred to theatres for open heart surgery. Case abandoned, no ablations performed; there was no difficulty seen during the transeptal puncture and there are no product issues reported. Customer reported event was patient related. Patient is still in itu post-surgery, intubated but planning to extubate this week. No additional information available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The device was not returned for analysis. There is no complaint against the guidestar. Location of the device is unknown. The device history records were reviewed and the device pass all in-process and qa final inspection before shipping to the customer. The device was used in treatment and not returned for analysis. There was no device performance related failure reported by the user. This event is related to patient condition. No further investigation is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.